Event description:
The patient reported having an infection and reaction at the pod infusion site on the leg. The patient reported having three visits to a doctor¿s office to provide guidance in the past three weeks; specific visit dates were not recalled. The patient reported symptoms at the leg infusion site including redness (skin) / erythema; pain; skin infection, as well as swelling, hard-to-touch areas, and development of a lump. Fever was reported at the time of medical evaluation, although attribution to a specific infusion site could not be confirmed. The patient reported that due to the persistent lump at the leg infusion site, an ultrasound was scheduled for further evaluation. The patient¿s diagnosis was cellulitis and a possible allergy to a pod component, although the healthcare professional was unsure whether the reaction was allergic or infectious in nature. The patient was prescribed antibiotics and reported being on a second course of treatment at the time of reporting. The patient is currently not using pods and has changed to insulin pens.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: data not available, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone15.4, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.